Event description:
It was reported that guide wire tip detachment occurred. A 300cm v-14¿ controlwire® guide wire was advanced to the target lesion however the tip of the guide wire was detached in anterior tibial artery. The detached tip was snared and the device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).